Event description:
It was reported that the medication was leaking out of a 100 ml cadd via a perimeter bag seam and into the plastic housing. This occurred during a typical compounding process involving filling the cadd with 100 ml of a medication. The leak began after injecting 60 ml of drug and after removing 40 ml of additional air to avoid over filling before placing in the additional 40 ml drug volume. There was no patient involvement.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.